Event description:
Reported one false positive sars result. Unknown if the patient was symptomatic or asymptomatic. The customer communicated the result was confirmed negative by pcr testing. Report 3 of 3.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient info. Source: phone.